Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the loss of capture was noted on the temporary rv lead, this lead was then explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected loss of capture was noted on the right ventricular lead post implant. The lead remains in use and a revision has been scheduled. No patient complications have been reported as a result of this event.